Event description:
The rptr stated that the product had been leaking where the tubing is fused. Some of the leaking product contained chemotherapy drugs. The customer stated there have been eight occurrences. Further info was not available.